Event description:
It was reported that inappropriate therapy due to noise was observed. Lead fracture was also noted. Atrial noise and decreased impedance were noted. Both leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 18.4-18.8cm from the connector pin, consistent with lead friction to another device. The etfe coating was abraded at the same location. This is consistent with the observation from the field of noise.